Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer was unable to complete the fill tubing step when attempting to resume insulin delivery. There was no reported impact to the customer's blood glucose level. Further information regarding the customer or event was not provided.